Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
A surgeon reported that he had a suction loss while the capsulotomy was being performed with the lensar system. The doctor stated that the capsulotomy procedure was completed and it seemed the laser had fired into the cornea because a further circle appeared above in the cornea. The surgeon had a few problems with patient docking and centration, but when he managed to dock the patient for the 3rd time it was decentered. The doctor decided to perform the surgical procedure anyway.